Manufacturer narrative:
The reported complaint of "the autopulse platform s/n (B)(4) displayed 'system error, out of service, revert to manual CPR' error message upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was the defective drivetrain motor, due to a defective component. User mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer in 2018. Performing regular preventive maintenance would prevent the brake gap from exceeding allowable tolerance and causing the autopulse platform to stop functioning with a system error, per design. Visual inspection of the returned platform was performed, and the front enclosure was observed damaged with a vertical crack going through one of the screw fittings. The noted physical damage was unrelated to the reported complaint, and the probable root cause could be due to user mishandling. The front enclosure was replaced to address the observed damage. Review of the archive showed a system error user advisory (ua) 139 (unable to hold compression position) message to have occurred on the customer's reported event date. Thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive data showed multiple user advisory ua17 (max motor on time exceeded during active operation) error messages to have occurred on the customer's reported event date. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Thus, confirming the reported complaint. Investigation revealed that the root cause of both the system error and the ua17 error message that was observed in the archive, was due to the defective drivetrain motor, being unable to hold compressions. The drivetrain motor assembly was replaced to remedy the faults. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4)..

Event description:
The autopulse platform s/n (B)(4) was successfully used during a patient call. The next day during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.